Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been made with no response to date. If further details are received at a later date a supplemental medwatch will be sent. Product code of the device used. Clarify the issue - did the needle pull off the suture thread? Or needle broke or suture broke? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vulva hematoma removal procedure (B)(6) 2019 and suture was used. The suture and needle junction was broke when sewing perineal wound, resulting operation time prolonged. Changed another one to complete the surgery. No additional information could be provided. No reported patient consequences.